Manufacturer narrative:
Event site name alice ho miu ling nethersole hpt event site postal code: 000000

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a system failure. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the datasettes was not inserted properly. To resolve the issue, they were reinserted and the device passed the performance and safety checks according to factory specifications.